Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Serf rc-24-0275 "breakage of hype hip implant. Patient operated on in 2022, hype stem. Size 6 lateralized. Breakage not related to a fall."